Event description:
Note: this report pertains to one of three devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure to treat stricture performed on (B)(6) 2025. During the procedure, they inflated the balloon, and water was leaking out. The balloon was removed from the patient, and a balloon leak was observed. Two additional cre pro wireguided dilatation balloons were attempted to be used but also leaked during use. The procedure was completed with a fourth cre pro wireguided dilatation balloon. The anatomy location during the leak is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual examination found that the balloon had no damages. Functional and microscopic inspection was performed, the balloon was inflated without any problem; however, it was not able to hold pressure due to a pinhole in the balloon, which produces a leak, located approximately 85 mm from the tip. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The analysis on the returned device found that the balloon had a pinhole located approximately at 85 mm from the tip of the device. It is possible that the pinhole found in the balloon occurred due to factors encountered during the procedure or it can be due to excess pressure. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with any kind of a sharp surface during/previous the procedure could create friction on the balloon, could have caused the pinhole found on the balloon. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
Note: this report pertains to one of three devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure to treat stricture performed on (B)(6) 2025. During the procedure, they inflated the balloon, and water was leaking out. The balloon was removed from the patient, and a balloon leak was observed. Two additional cre pro wireguided dilatation balloons were attempted to be used but also leaked during use. The procedure was completed with a fourth cre pro wireguided dilatation balloon. The anatomy location during the leak is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.